Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for essure confirmatory test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), migraine ("migraine"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have hormone level abnormal ("harmonal change") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea, migraine, headache, nausea, hormone level abnormal, fatigue and weight increased had resolved and the allergy to metals and psychological trauma outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, psychological trauma and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received: case become incident. Previously added injury nos was replaced with dysmenorrhea (cramping) and new events: menorrhagia, nickel allergy, psych injury, migraine, headache, nausea, hormonal change, fatigue, weight gain, device monitoring procedure not performed were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for essure confirmatory test". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pelvic pain") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced depression ("psych injury /psychological or psychiatric problems condition:depression") and was found to have hormone level abnormal ("harmonal change"). The patient was treated with surgery (hyst. (Full), salping.(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea, migraine, headache, nausea, hormone level abnormal, fatigue, weight increased, vaginal haemorrhage and pelvic pain had resolved and the allergy to metals, depression and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, depression, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : event psychological trauma was updated to more specific events: depression . Events added-pelvic pain, abdominal pain upper, vaginal haemorrhage. Aka name added, events onset date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.